Event description:
On (B)(6) 2012 customer reported the dxc 600 pro instrument generated a high ammonia (amm) result of 640 umol/l, and a low creatinine (cr-s) result of 0.97 mg/dl, for one patient. These results were reported out of the laboratory. Customer indicated that the patient has been in the hospital for several days and previous amm results were between 50 and 60 umol/l and cr-s samples ranged from 2.5 to 3.0 mg/dl. Customer stated that the original sample was not rerun at that time, rather a new sample was drawn. Customer stated that the redraw was run and the result for amm was 44 umol/l and cr-s was 2.47 mg/dl. Customer noticed the difference in amm and cr-s results between original and redraw samples. Customer stated that the original sample was then repeated on another system and the results for amm was 99 umol/l (still high) and cr-s was 2.5 mg/dl. It is not known if the patient report was amended with these results. Customer did indicated that there was no change to patient treatment based on the erroneously high amm and low cr-s results because the results did not match the previous results and the clinical picture. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and reported that no obvious errors or leaks were observed. Fse ordered replacement parts for the instrument and informed the customer to discontinue use the system until the cause of errors could be determined. Fse returned on (B)(4) 2012 and reported that the precision was rerun and failed. Fse realigned the cartridge chemistry sample probe and probes a and b. Fse replaced the waste valve and realigned the cuvettes. Fse then reran precision and it passed. Fse noted that recalibration was acceptable and quality control results were within specifications. Root cause was not determined, but the service performed by the fse resolved the issue.